Event description:
It was reported that during a surgery, the impactor will not release the shell. Instrument is stripped. No adverse consequence to patient or user.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a non functional specialty driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: material deformation and wear was observed on the threaded pin¿s internal hex socket and the hex driver head. The damage was consistent with in-service use. The eds result for the hex driver resulted in a composition consistent with custom 455 stainless steel alloy. Rockwell hardness test data results for the hex driver were consistent with design requirements. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: not performed because no records were provided. Additionally, there is no indication that patient factors contributed to the event. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that there was material deformation and wear, which is damage consistent with in-service use. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that during a surgery, the impactor will not release the shell. Instrument is stripped. No adverse consequence to patient or user.